Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted when additional information is provided. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was involved in a liquid spill. It is unknown the circumstances of the event however, there was no patient involvement, and no adverse event was reported.

Event description:
It was reported prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was involved in a liquid spill. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pcba exec processor and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.